Event description:
A distributor reported that the pump's battery was not charging. Despite the issue, there was no adverse impact on the customer's blood glucose level, with measurements remaining below 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to try various troubleshooting methods, including using different outlets and charging equipment, but these attempts did not resolve the issue. Consequently, a replacement pump was arranged to address the problem.